Event description:
It was reported that when attempted to flush foley catheter at hub, however upon attaching saline flush to hub, hub broken thus requiring changing of entire foley catheter. No patient harm.

Manufacturer narrative:
The reported event was confirmed cause unknown. 1 sample were confirmed to exhibit the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used foley catheter attached to the drainage bag. Visual inspection of the sample noted the stem housing was attached to the saline syringe, also noted cracks on the sample port connector. A potential root cause for this failure mode could be ¿incorrect operation". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage latex and may cause the balloon burst. Warning: after use this product may be potential biohazard. Handle and dispose of in accordance with applicable local, state, and federal laws and regulations. Caution: do not aspirate urine through drainage funnel wall. Sterile unless package is opened or damaged. Do not stretch catheter. This will cause repositioning of probe. Do not use stylet. This will cause stretching of catheter.¿ h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when attempted to flush foley catheter at hub, however upon attaching saline flush to hub, hub broken thus requiring changing of entire foley catheter. No patient harm.